Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with multiple episode of non-sustained oversensing. Review of the oversensing revealed far p-waves and increased amplitudes. No patient symptoms were reported. Programming changes were recommended. Further actions will be discussed with the physician.

Event description:
Correction: it was reported that a patient presented with multiple episode of non-sustained oversensing via merlin.net transmission. Review of the oversensing revealed far p-waves and increased amplitudes. No patient symptoms were reported. Programming changes were recommended. Further actions will be discussed with the physician.